Manufacturer narrative:
An event regarding a fractured triathlon standard insert trial was reported. The event was not confirmed. The exact cause of the reported event could not be confirmed as the product was not returned for inspection. However, this product is noted to be associated with a nonconformance resulting from a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is possible at this time.

Event description:
It was reported that during a primary rtk as a tibial insert trial was impacted in cracked in half.